Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of essential tremor in 1998 and hirsutism, anxiety, pollen allergy, tremor, multigravida (gravida 4), parity 3, rheumatoid factor increased, vitamin d3 deficiency, grass allergy and asthma. Previously administered products included: gabapentin and vitamin d [vitamin d nos]. The patient had a family history of breast cancer. The only concomitant product mentioned was tranxilium (clorazepate dipotassium). On (B)(6) 2009, the patient had essure inserted. In 2009 she experienced dysmenorrhea ("dysmenorrhea"). On (B)(6) 2015 she experienced parkinson's disease ("parkinson's disease"). Essure was removed on (B)(6) 2019. In (B)(6) 2019 she experienced loss of libido ("loss of sexual desire") and vulvovaginal dryness ("vaginal dryness"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth disorder ("general deterioration of my mouth and gums / dental problems"), menstrual cramps ("very strong menstrual cramps"), hypersensitivity ("allergic reactions all over my body"), sciatica ("sciatic nerve pain"), back pain ("lower back pain"), fatigue ("tiredness generalised"), headache ("strong headaches"), blindness ("loss of vision"), dyspareunia ("issues during intercourse"), mood swings ("mood swings"), heavy menstrual bleeding ("hypermenorrhoea"), intermenstrual bleeding ("metrorrhagia"), a first episode of breast pain ("mastalgia"), nystagmus ("rotary nystagmus"), balance disorder ("other balance-related issues"), depression ("depression"), abdominal pain ("abdominal cramps"), abdominal distension ("abdominal swelling"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), a second episode of breast pain ("mastalgia"), polymenorrhagia ("polyhipermenorrhea"), neck pain ("cervicalgia") and vaginal haemorrhage ("vaginal hemorrhage") and was found to have weight decreased ("weight loss"). The patient was treated with rivotril (clonazepam), paroxetine, mirtazapine, trigon [dexamethasone sodium phosphate;tobramycin], clovate [aciclovir], trophoblastin (chorionic gonadotrophin), dexketoprofen, methocarbamol, paracetamol, atrovent (ipratropium bromide), loratadine, acetylcysteine, codeine and ascorbic acid as well as surgery (subtotal hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, tooth disorder, menstrual cramps, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, dyspareunia, mood swings, heavy menstrual bleeding, intermenstrual bleeding, nystagmus, balance disorder, depression, abdominal pain, abdominal distension, weight decreased, insomnia and urinary incontinence were resolving. The outcomes for loss of libido, vulvovaginal dryness, parkinson's disease, dysmenorrhoea, polymenorrhagia, neck pain, vaginal haemorrhage and the last episode of breast pain were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, blindness, the first episode of breast pain, the second episode of breast pain, depression, dysmenorrhea, menstrual cramps, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, insomnia, intermenstrual bleeding, loss of libido, mood swings, neck pain, nystagmus, parkinson's disease, pelvic pain, polymenorrhagia, sciatica, tooth disorder, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness and weight decreased to be related to essure administration. The reporter commented: family history of breast cancer. Mother suffered from cirrhosis and died at 54. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Blood pressure measurement] (date unknown): 130/70 mmhg. [Cytology] (date unknown): normal prior to surgical procedure. [Gynaecological examination] (date unknown): normal external genitalia. Internal genitalia: cervix: ectopia¿type 2 transformation zone. Uterus: preserved cervix subtotal hysterectomy: ovaries are observable in ultrasound. Parameters: no pathological findings. [Physical breast examination] (date unknown): breast exam: right breast: cystic changes and cystic fibrosis. Left breast: cystic changes and cystic fibrosis. Right armpit and left armpit: both normal. [Ultrasound abdomen] (date unknown): cervix-subtotal hysterectomy and bilateral salpingectomy. Ovaries are observable in ultrasound. No free fluid in the pouch of douglas. [Ultrasound thyroid] (date unknown): mild thyroid dystrophy observable. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical records received. Reporter information, patient medical history, events: dysmenorrhea, mastalgia, polyhipermenorrhea, parkinson's disease, cervicalgia, vaginal haemorrhage, treatment drugs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: essential tremor in 1998, asthma, grass allergy, vitamin d3 deficiency, rheumatoid factor increased, parity 3 and multigravida (gravida 4). Previously administered products, included for an unreported indication: vitamin d in 1998 and gabapentin in 1998. On 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced loss of libido ("loss of sexual desire") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth disorder ("general deterioration of my mouth and gums/dental problems"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions all over my body"), sciatica ("sciatic nerve pain"), back pain ("lower back pain"), fatigue ("tiredness generalised"), headache ("strong headaches"), blindness ("loss of vision"), dyspareunia ("issues during intercourse"), mood swings ("mood swings"), heavy menstrual bleeding ("hypermenorrhoea"), intermenstrual bleeding ("metrorrhagia"), breast pain ("mastalgia"), nystagmus ("rotary nystagmus"), balance disorder ("other balance-related issues"), depression ("depression"), abdominal pain ("abdominal cramps"), abdominal distension ("abdominal swelling"), insomnia ("insomnia") and urinary incontinence ("urinary incontinence"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (subtotal hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, tooth disorder, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, dyspareunia, mood swings, heavy menstrual bleeding, intermenstrual bleeding, breast pain, nystagmus, balance disorder, depression, abdominal pain, abdominal distension, weight decreased, insomnia and urinary incontinence was resolving. And the loss of libido and vulvovaginal dryness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, blindness, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, insomnia, intermenstrual bleeding, loss of libido, mood swings, nystagmus, pelvic pain, sciatica, tooth disorder, tooth loss, urinary incontinence, urinary tract infection, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: family history of breast cancer. Mother suffered from cirrhosis and died at 54. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Blood pressure measurement: on an unknown date, 130/70 mmhg.; cytology: on an unknown date, normal prior to surgical procedure.; gynaecological examination: on an unknown date, normal external genitalia. Internal genitalia: cervix: ectopia type 2 transformation zone. Uterus: preserved cervix subtotal hysterectomy: ovaries are observable in ultrasound. Parameters: no pathological findings. Physical breast examination: on an unknown date, breast exam: right breast: cystic changes and cystic fibrosis. Left breast: cystic changes and cystic fibrosis. Right armpit and left armpit: both normal.; ultrasound abdomen: on an unknown date, cervix subtotal hysterectomy and bilateral salpingectomy. Ovaries are observable in ultrasound. No free fluid in the pouch of douglas. Ultrasound thyroid: on an unknown date, mild thyroid dystrophy observable. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, a new lawyer added, no new clinical information received, update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential tremor in 1998, asthma, grass allergy, vitamin d3 deficiency, rheumatoid factor increased, parity 3 and multigravida (gravida 4). Previously administered products included for an unreported indication: vitamin d in 1998 and gabapentin in 1998. In 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced loss of libido ("loss of sexual desire") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth disorder ("general deterioration of my mouth and gums / dental problems"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions all over my body"), sciatica ("sciatic nerve pain"), back pain ("lower back pain"), fatigue ("tiredness generalised"), headache ("strong headaches"), blindness ("loss of vision"), dyspareunia ("issues during intercourse"), mood swings ("mood swings"), menorrhagia ("hypermenorrhoea"), metrorrhagia ("metrorrhagia"), breast pain ("mastalgia"), nystagmus ("rotary nystagmus"), balance disorder ("other balance-related issues"), depression ("depression"), abdominal pain ("abdominal cramps"), abdominal distension ("abdominal swelling"), insomnia ("insomnia") and urinary incontinence ("urinary incontinence") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, tooth disorder, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, dyspareunia, mood swings, menorrhagia, metrorrhagia, breast pain, nystagmus, balance disorder, depression, abdominal pain, abdominal distension, weight decreased, insomnia and urinary incontinence was resolving and the loss of libido and vulvovaginal dryness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, blindness, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, nystagmus, pelvic pain, sciatica, tooth disorder, tooth loss, urinary incontinence, urinary tract infection, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: family history of breast cancer mother suffered from cirrhosis and died at 54. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Blood pressure measurement: on an unknown date: 130/70 mmhg. Cytology: on an unknown date: normal prior to surgical procedure. Gynaecological examination: on an unknown date: normal external genitalia. Internal genitalia: cervix: ectopia¿type 2 transformation zone. Uterus: preserved cervix subtotal hysterectomy: ovaries are observable in ultrasound. Parameters: no pathological findings. Physical breast examination: on an unknown date: breast exam: right breast: cystic changes and cystic fibrosis. Left breast: cystic changes and cystic fibrosis. Right armpit and left armpit: both normal. Ultrasound abdomen: on an unknown date: cervix-subtotal hysterectomy and bilateral salpingectomy. Ovaries are observable in ultrasound. No free fluid in the pouch of douglas. Ultrasound thyroid: on an unknown date: mild thyroid dystrophy observable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential tremor in 1998, asthma, grass allergy, vitamin d3 deficiency, rheumatoid factor, parity 3 and multigravida (gravida 4). Previously administered products included for an unreported indication: vitamin d in 1998 and gabapentin in 1998. In 2009, the patient had essure inserted. In (B)(6) 2019, the patient experienced loss of libido ("loss of sexual desire") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth disorder ("general deterioration of my mouth and gums / dental problems"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions all over my body"), sciatica ("sciatic nerve pain"), back pain ("lower back pain"), fatigue ("tiredness generalised"), headache ("strong headaches"), blindness ("loss of vision"), dyspareunia ("issues during intercourse"), mood swings ("mood swings"), menorrhagia ("hypermenorrhoea"), metrorrhagia ("metrorrhagia"), breast pain ("mastalgia"), nystagmus ("rotary nystagmus"), balance disorder ("other balance-related issues"), depression ("depression"), abdominal pain ("abdominal cramps"), abdominal distension ("abdominal swelling"), insomnia ("insomnia") and urinary incontinence ("urinary incontinence") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, tooth disorder, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, dyspareunia, mood swings, menorrhagia, metrorrhagia, breast pain, nystagmus, balance disorder, depression, abdominal pain, abdominal distension, weight decreased, insomnia and urinary incontinence was resolving and the loss of libido and vulvovaginal dryness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, blindness, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, nystagmus, pelvic pain, sciatica, tooth disorder, tooth loss, urinary incontinence, urinary tract infection, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: family history of breast cancer mother suffered from cirrhosis and died at (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood pressure measurement - on an unknown date: 130/70 mmhg. Cytology - on an unknown date: normal prior to surgical procedure. Gynaecological examination - on an unknown date: normal external genitalia. Internal genitalia: cervix: ectopia¿type 2 transformation zone. Uterus: preserved cervix subtotal hysterectomy: ovaries are observable in ultrasound. Parameters: no pathological findings. Physical breast examination - on an unknown date: breast exam: right breast: cystic changes and cystic fibrosis. Left breast: cystic changes and cystic fibrosis. Right armpit and left armpit: both normal. Ultrasound abdomen - on an unknown date: cervix-subtotal hysterectomy and bilateral salpingectomy. Ovaries are observable in ultrasound. No free fluid in the pouch of douglas. Ultrasound thyroid - on an unknown date: mild thyroid dystrophy observable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.